Event description:
The catheter kinked during use in the left ventricle. Attempts to straighten the catheter were unsuccessful and withdrawal of the catheter was difficult. Use of a guidewire during the procedure was not known. There was no reported injury to the pt. Note: the catheter from this multi-pak in use at the time of this incident was the pigtail.